Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and solution bag; further described as the female connector and the solution bag was loose (broken). This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the dark blue female connector was observed separated from the light blue main body. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using an in-lab patient connector by hand and no issues were observed. The reported connection issue was not verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.